Manufacturer narrative:
The infusion device was thoroughly evaluated. The soft component of the housing are heavily worn. The snap domes of the up and down buttons are contaminated and corroded. The functionality of the up and down buttons is not fully ensured due to the contamination and the following corrosion.

Event description:
The patient reported the up/down buttons of the infusion device are defective. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.